Event description:
During surgery, it was observed that the implant had foreign material on its surface, and in the inner package. The outer pouch was intact, but inner sterile pouch was damaged. As there were no more implants of this size, surgeon had to implant next smaller implant. Surgery time extention of approximately 30-40 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.